Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited less than 100 ohms impedance, high capture threshold and low p waves. Noise was also observed on the elecrograms. The lead was capped and replaced.